Event description:
Reporter alleged obtaining discrepant blood glucose values of 549 mg/dl back to back with a result of 173 mg/dl when testing was performed three mins apart on the advantage system about one month ago. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of testing. Reporter indicated she does not recall whether any actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.